Manufacturer narrative:
.

Event description:
It was reported that a volume discrepancy was noted when the pt returned to the clinic in 2008. The hcp had more volume than expected. The expected reservoir volume was 4ccs; the actual reservoir volume was 18ccs. The pump at the time of implant contained lioresal. The pump was refilled with dilaudid and compounded baclofen. The pt returned to clinic again and there was another volume discrepancy but she did not have the erv or arv. No pt symptoms were reported. The pt had noted a "buzzing" sound coming from the pump; this sound was not heard by the hcp. The hcp planned to perform a dye study. Additional info has been requested from the hcp, but was not available as of the date of this report.